Manufacturer narrative:
A visual and dimensional inspection and chem analysis were performed on the returned device. The reported material separation was able to be confirmed. The reported difficult to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The investigation was unable to determine a conclusive cause for the reported difficult to advance and difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the noted material separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that there is conflicting information reported in this report. It is mentioned that the target lesion which was 100% occluded with mild calcification was in the superior femoral artery (sfa) and also indicated it was in an unknown artery. Three x-ray images are included in the complaint report showing a cross table lateral view of a right foot showing what looks like calcification and potentially an unknown wire in an artery, but I cannot confirm. The second image shows the a slightly oblique view of the same right foot with calcification and potential artery, third image shows an anterior-poster view of the same right foot.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the superficial femoral artery with moderate calcification. During advancement of the ht command 18 guidewire (gw), the gw became stuck with guide catheter (gc) and the tip of the gw was noted to be separated in more than two pieces. The gw was removed from the patient and resistance was noted also with the gc. The tip of the gw remained in the gc; therefore, a syringe was attached the catheter and aspirated to remove the guide wire tip. There was no adverse patient sequela. Another same size command gw was used with the same gc without issue. No additional information was provided.